Event description:
It was reported that a progav 2.0 shunt system (part # fx576t) was implanted during a procedure performed in (B)(6) 2022. According to the complainant, the shunt system was believed to be operated in underdrainage and the complainant suspects a partial obstruction of the perforations in the ventricular catheter. The patient underwent a revision procedure on (B)(6) 2022. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6), height: 170 centimeters (cm), weight: 80 kilograms (kg), gender: female.

Manufacturer narrative:
Investigation: visual inspection: visible deposits in the perforation of the ventricular catheter, dried bloody deposits on the outside of the shunt system, deposits in the reservoir. Permeability test: a permeability test has shown that the progav 2.0 shunt system, the sprung reservoir and the ventricular catheter are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the accepted tolerance in both positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Klick force and brake function test: the brake functionality test has shown that the brake function is fully operational and the klick force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: we would like to note in advance that the returned product was not submerged in liquid at the time of receipt. The testing of valves sent in in a dry condition is only of a limited value. The product performance can be affected by dry residues of cerebrospinal fluid or blood. Despite this we have tested the device to the best of our abilities. For the sake of thoroughness and transparency, we would like to point out that a permeability test is already carried out after the revision at the hospital. Based on our examination results, we can determine deposits in both valves and in the perforations of the ventricular catheter. The deposits do not affect the functional characteristics at the time of the examination. At the time of the examination, we are unable to determine how the mentioned functional impairment occurred. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.